Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated fields: describe event or problem (b5), in section b - adverse event/product prob, and device codes (f10 and h6), in sections f - for use uf/importer and h - device manufacturers only. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a versacross connect access solution for faradrive was selected for use during a pulmonary vein isolation procedure. During the procedure, the physician observed frayed material on the wire while wiping it with a wet wipe. The device was then replaced and the procedure was completed successfully. No patient complications were reported. The device is expected to be returned for analysis. It has been further mentioned that the fraying was noted along the mid-shaft of the rf wire. In addition, the wire was inserted through a non-boston scientific introducer needle.

Event description:
It was reported that a versacross connect access solution for faradrive was selected for use during a pulmonary vein isolation procedure. During the procedure, the physician observed frayed material on the wire while wiping it with a wet wipe. The device was then replaced and the procedure was completed successfully. No patient complications were reported. The device is expected to be returned for analysis. It has been further mentioned that the fraying was noted along the mid-shaft of the rf wire. In addition, the wire was inserted through a non-boston scientific introducer needle. The device has returned for analysis.

Manufacturer narrative:
The device has been received for analysis. Upon receipt at our post market quality assurance laboratory, the versacross rf wire was visually inspected and found to have its insulation damage noted on middle of the wire shaft. A skiving of the ptfe on the wire occurred at approximately 30" from the distal end, indicating use of introducer needle. Additionally, the device passed the dimensional test, as the devise passed the inspection of wire body and proximal end outer diameters testing and the inspection for electrode height and electrode/heat shrink gap inspection. The reported allegation is confirmed for the insulation damage reported. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a versacross connect access solution for faradrive was selected for use during a pulmonary vein isolation procedure. During the procedure, the physician observed frayed material on the wire while wiping it with a wet wipe. The device was then replaced and the procedure was completed successfully. No patient complications were reported. The device is expected to be returned for analysis.